Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: the force sensor calibration was found to be out of specification. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. No damage or defect was found to the force sensor circuit. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored and the force sensor calibration was out of specification. This report is made based on results of the investigation performed on 08/07/2015.